Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the right ventricular (rv) lead exhibited rising, high impedance, over-sensing, and non-capture. The physician changed the polarity of the rv lead but later capped and replaced the rv lead. No further patient complications have been reported as a result of this event.